Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited a lead safety switch due to high out of range right atrial (ra) impedance measurements. Further assessment revealed intermittent high impedance measurements. The impedance measurements in unipolar configuration were normal; therefore the device was reprogrammed to unipolar pacing. The patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.